Event description:
The pt underwent stent placement in a right coronary graft. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr. Device access was unremarkable; good marking was obtained. When deploying the device, one needle attached to green suture presented. Fluoroscopy revealed two needles had stalled in sheath. The fourth while suture needle had struck the barrel and bent. Needle back-down was unsuccessful. The physician removed the presenting needle. He inserted hemostats through the dermatotomy along the length of the barrel and grasped the stalled needle to pull it out. The needle broke in two. The proximal half entered the barrel and the distal half which is attached to the suture was pulled out of the device and separated from the suture. The handle was then backed down and the device was redeployed. Both of the remaining two needles were successfully deployed and were removed. The device with the remaining needle fragment in the barrel was removed. The suture ends were tied for successful closure. The pt recovered without further incident.